Manufacturer narrative:
Findings: no moisture damage on lcd display window or electronic assembly during visual inspection. However unit had intermittent act and down buttons response due to corroded keypad traces. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture after the device fell into a river. The customer has a blood glucose level was 82 mg/dl at the time of the call. The customer states that there is fluid/moisture in the insulin pump's lcd screen. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.